Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was delay in treatment of the patient while the clinician obtained another device. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that the device detected a valid impedance through the electrode pads. The logs also showed that the device was in the lead ii view at the time the pads are attached. At no time within the duration of the case was the lead view changed to the pads view by the user. There was no evidence that any buttons such as analyze, charge, energy select or shock buttons were used which would have changed the lead view to the pad view. The user did change the lead view from lead ii to lead iii, and the view remained for the rest of the case. This investigation is being closed as device meets specification, the device showed the appropriate signal based on the view mode selected by the user. The user would need to change from the lead view to the pad view to see the ECG signal from the electrode pads attached to the patient. Analysis of reports of this type has not identified an increase in trend.